Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient had been having pain at pocket site after charging his implant. The physician treated the patient with injections and the bsn sales representative reprogrammed the device. The patient is no longer having pocket pain.